Event description:
It was reported that an endeavor resolute drug-eluting stent was being used to treat a lesion in the mid lad. The lesion was severely calcified, excessively tortuous with 80% stenosis. The devices were inspected prior to use with no issues noted. The lesion was pre-dilated (3 times up to 12 atms). Resistance was encountered when advancing to the lesion and some push and pull from transmission force of catheter shaft was performed due to the calcification of the lesion. The physician attempted to place the eres25030x stent but the device was unable to cross the lesion. The stent was damaged and there was some vessel tear so the device was pulled back. The physician then chose a shorter stent eres25014x this device was unable to cross the lesion. The stent was damaged and there was some vessel tear so the device was pulled back. The patient was treated with just poba to stop the dissection and will be treated with stenting at a later date. The patient is reported to be ok post procedure. Please note that this device (endeavor resolute) is not marketed in the united states; however it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Results: stent deformed <(>&<)> perforation, severe calcification, excessive tortuosity, 80% stenosis, device or procedural images not provided for review, device not returned. Conclusion: stent deformation and perforation, severe calcification, excessive tortuosity, 80% stenosis, device or procedural images not provided for review. (B)(4).

Manufacturer narrative:
(B)(4)